Event description:
It was reported that patient was admitted to the hospital. A computed tomography angiography (cta) was completed on (B)(6) 2024 showing a 70 to 75% stenosis. The patient had had normal parameters, including no low flow alarms. The patient was not endorsing any shortness of breath, edema, coughing, or other heart failure symptoms. However, the patient was having syncopal episodes. Log files did not capture any set speed changes. Thus far the stenosis had not had much effect on the pump parameters.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted diagnostic images confirmed a reduction in area of the outflow graft lumen that was reportedly due to external outflow graft obstruction. A direct correlation between left ventricular assist system (lvas), serial number mlp-(B)(6) and the report of syncope could not be conclusively established. The patient was admitted to the hospital. A computed tomography angiography (cta) was performed on (B)(6) 2024 showing 70-75% stenosis of the outflow graft. The patient¿s pump parameters with normal and without low flow alarms. The patient experienced no symptoms besides syncopal episodes. The patient was taken to the operating room and biodebris was removed by thoracotomy incision. The patient has improved symptoms as of his last follow up appointment in clinic. The submitted cta images confirmed a reduction of the lumen of the outflow graft. The outflow graft¿s cross-sectional area appeared reduced to less than 50% of the expected patent area. Review of the submitted log files found that the system appeared to be operating as intended at the stored patient speed, and there were no notable alarms active in the log files. The patient remains ongoing on mlp-(B)(6) with no further reported issues at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related). Section 1 provides an explanation of all pump parameters, including pump flow and power. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was taken to the operating room and bio debris was removed by thoracotomy incision. The patient had improved symptoms as of their last follow up appointment in clinic.